Event description:
It was reported that this right atrial (ra) lead of the cardiac resynchronization therapy defibrillator (crt-d)system is under remote monitoring due to known lead damage. Reportedly, the shock impedance has now increased to 125 ohms, which is high out of range. Further advice was requested to technical services (ts). The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).